Event description:
The report received from the registry indicated that approximately four (4) months after the index procedure, the patient had recurrent angina during a visit during the follow-up period. Coronary angiography was done and a 50% proximal peri-stent restenosis of the previously implanted cypher select 3.5 x 8 mm stent in the proximal left anterior descending (lad) target lesion was noted. There was no evidence of myocardial infarction (mi), stent thrombosis, or aneurysm reported. A control ivus was not done. The lesion was target lesion related (tlr)-target lesion revascularization. The restenosis was treated by balloon angioplasty. An additional non-target vessel (non-tvr)-non target vessel revascularization was also treated. A 90% lesion in the proximal circumflex was treated. There was no information available in regards to the treatment used for the proximal circumflex lesion. The adverse events (ae's) of recurrent angina and re-percutaneous coronary intervention (re-pci) were reported have a probable relationship to the study device, a highly probable relationship to the study procedure and were not related to another cordis product. The event severity was severe and was a serious ae (sae). The event outcome was reported to be complete and the event was resolved without sequel. There was no reported adverse event (ae) or device deviation.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was found to have two-vessel disease and had one (1) lesion treated during the elective index procedure. There was no staged procedure. The target lesion was the proximal lad. The lesion was reported to be: ostial, de novo, 3.5 mm vessel diameter, 7 mm length, not a bifurcation/angled/or total occlusion, a readily accessible proximal segment, smooth, absent of thrombus, and type b2. The lesion did not extend to the left main and debulking was not done. The lesion was not pre-dilated with a 4.0 x 10 mm balloon at 12 atm due to the stent not being fully expanded. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The patient's baseline medications included aspirin. Aspirin, clopidogrel bolus, and unfractionated heparin were administered during the procedure. The patient was discharged two (2) days after the procedure on aspirin 75 mg/day for six months, clopidogrel 150 mg/day for six months, other (unspecified) lipid lowering drugs, ace inhibitor, and beta blocker therapy. A phone contact with the patient at the one-month follow-up period noted that the patient was asymptomatic. There was no new surgical procedure reported. The patient's clopidogrel was changed to 75 mg/day after one month. A phone contact with the patient at the six-month follow-up period noted that the patient was asymptomatic. There was no new surgical procedure reported. The patient's aspirin ws changed to 160 mg/day. The angina and re-pci had occurred since the last contact. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.